Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event information.

Event description:
It was reported that the patient experienced an infection at the ipg site, due to a severe dermatological reaction to the dressings. As a result, the patient's ipg was explanted on an unknown date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.